Event description:
It was reported that the caller experienced an error related to their continuous glucose monitor (cgm). There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions for a complete pump reset, and the caller was advised to proceed with the reset and contact support if the issue continued.